Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The detachment of the screen was due to excessive use and excessive electrode wear. Arthrocare has included in the instructions for use for the device the following warning: "excessive wear of electrodes may result from vigorous use against bony surfaces."

Event description:
On february 21, 2007, a clinical incident involving a turbovac 90 arthrowand was reported to MFR. Following an arthroscopy procedure of the shoulder, the screen was reported as missing from the tip of the wand. The physician did not see the fragment in the tissue and is not sure if the fragment remains in the pt. No additional treatment is planned. The pt is reported to be doing well.